Event description:
It was reported that at some point following a posterior vaginal repair, minor exposed mesh was observed during routine examination. The doctor treated the patient conservatively with premarin cream only. The exposed area healed and the patient has had no further problems.

Manufacturer narrative:
No sample or lot number information was provided for evaluation and no indication was given that the product failed to perform its intended function. The lot number is unknown; no device history review can be performed. The event description does not suggest that a device failure had occurred. Extrusion is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter "adverse reactions" that "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistula formation, extrusion and recurrence."